Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high. This complaint was based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began a couple of weeks ago prior to contacting lfs. The patient mentioned that she noticed that her blood glucose readings went from 200's to 400's on the subject meter. The patient claimed that she tested her blood glucose on (B)(6) 2012 at 10:16 p.m. And obtained a result of "412 mg/dl" and on (B)(6) 2012 she obtained a result in the "400 s mg/dl."the patient told the cca that she believed these results were inaccurately high compared to how she was feeling when she was testing and/or her normal results. The patient reported managing her diabetes with insulin pump therapy. The patient stated that she increased her insulin (9.6 units) immediately after obtaining the blood glucose result of "412 mg/dl" on (B)(6) 2012. The patient claimed that she developed symptoms of "dizzy, tired, lethargic and a little shaky" one after the increase in insulin. The patient said that she tested her blood glucose one hour after the increase insulin (11:16 p.m.) And obtained a result of "60 mg/dl" and so she drank a glass of apple juice. The patient reportedly felt better within 15 minutes of treating herself. During troubleshooting the cca confirmed that the subject meter was set to the correct unit of measurement and that the patient was using the correct/unexpired test strips. The patient did not have control solution during troubleshooting and so a control test could not be performed. The alleged issue was resolved with training. However, replacement product was still sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(6) 2012 respectively with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The retain test strips were tested and they passed testing with no faults found.